Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s gender was not provided. The patient¿s weight was not provided. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. PMA/510(k) # p160054.

Event description:
It was reported that the patient¿s log file was submitted for review and revealed no external power events on (B)(6) 2019 and (B)(6) 2019 which was caused by power to the mobile power unit (mpu) being briefly interrupted and may have been due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There was no interruption in pump support during these events and no other unusual events recorded in the log file. The mcs equipment is operating as intended. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. A review of the submitted log file spanned approximately 37 days ((B)(6) 2019 per time stamp). On (B)(6) 2019 at 06:50 and (B)(6) 2019 at 23:09, the no external power activated while connected to the mpu due to both white and black lead voltages diminishing to ~4.8v. The alarm cleared on its own shortly after both times. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.